Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had been exhibiting noise for the past year. The lead was explanted and replaced. The patient¿s condition was stable prior and post procedure.